Event description:
It was reported that a patient underwent a plastic surgery procedure in (B)(6) 2011 or (B)(6) 2012 and suture was used. Post operatively, the patient experienced a wound dehiscence and came back to the clinic to be re-sutured. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Corrected information narrative: it was reported that a patient underwent a mammoplasty procedure on (B)(6) 2012 and suture was used. Post operatively, the patient experienced a wound dehiscence and came back to the clinic to be re sutured on (B)(6) 2012.

Manufacturer narrative:
Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for knot pull tensile strength and they met the requirements.